Event description:
It was reported that while removing the trial stem, the small metal attaching to the broach handle broke in the broach handle. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2 foreign: canada. H6 proposed component code: mechanical (g04) - rasp. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during removal of a size 6 trial stem, the small metal component that attaches to the broach handle fractured. During the event, the rasp remained in the patient; a slap hammer was threaded into the rasp and used to extract it. The patient had no consequences or impact. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; d9; g1; g3; h1; h2; h3; h4; h6. Visual examination of the returned product identified broach cutting teeth are dull and worn. Flat surface around the etch shows indentations and gouge damage from previous uses. No other damage is noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.